Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: unknown); product ID ID-1-5 (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil would not detach. The patient was undergoing surgery for treatment of an unruptured aneurysm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the coil would not detach, healthcare provider (hcp) tried 2 detacher devices and neither worked. They tried the back up method but the coil remained firmly attached. There was non-detachment. The physician attempted to detach with the instant detacher twice. There was no issue with the instant detacher. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU.